Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This event occurred prior to PMA date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. This event occurred prior to PMA date.

Manufacturer narrative:
(B)(6). This report is an unknown prodisc c implant/unknown lot. Unknown part number, UDI is unavailable. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient reported sensory noted as abnormal intermittent numbness of hands noted. The large 5mm prodisc c was placed at c4-5 on (B)(6) 2004 with no reported complications reported. The patient was discharged home on (B)(6) 2004 with no reported complications. Discharge medications were norco 10/325 one to two (1-2) tablets every four to six (4-6) hours. Adjacent disc degeneration was detectable at c4-c5 level pre-operative and observed to be mild and moderate at follow up visits through radiographic assessment. This report is an unknown prodisc c implant. This report is for intermittent numbness in forearms and hands, right greater than left, and above right elbow. This is report 1 of 2 for (B)(4).